Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Customer¿s blood glucose level was approximately 270 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.